Event description:
Patient presented with upper gastrointestinal bleed. Had mic-key placed on day prior. Patient admitted to pediatric intensive care unit. Endoscopy performed which showed gastric erosions.